Event description:
Rn (registered nurse) called tech services to review a non-sustained right ventricular oversensing (nsrvo) episode from a recent remote device transmission. Upon review, tse (technical support engineer) discussed far p oversensing, and turning off the low frequency attenuation (lfa) filter as a programming option. Tse and rn also reviewed some auto mode switch (ams) episodes, which were inappropriately triggered due to artifact on the boston scientific atrial lead. Tse and rn discussed changing svt discrimination from dual chamber to v only since the artifact was comparable to p-waves and could not be resolved with sensitivity adjustment. Rn will discuss the programming changes with the physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).